Event description:
A leveen needle electrode was being used for therapeutic ablation of renal cell carcinoma. When the ablation was completed, superficial burns were noticed which were successfully treated wit flamazine dressing. Evaluation of the electrode revealed insulation material had been torn away from the cannula and was hanging loosely beyond the needle tip.